Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387-40, lot# : j0214131v, implanted: (B)(6) 2003, product type: lead. Product ID: 3387-40, lot#: j0235433v, implanted: (B)(6) 2003, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the implantable neurostimulator (ins) battery was not up to quality and it only lasted two years. It was unknown if the patient would be a candidate for a replacement surgery as she was currently taking 21 unknown medications, was having trouble, and was very weak; the weakness started in 2015. It was also stated that one of the electrodes on the wire was not working. It was also reported that the patient had previous battery depletions but the depletion was normal and the "last time they said new time battery". The consumer confirmed that the patient's settings have not been changed recently. No other information was provided.

Event description:
Information was received from healthcare provider stating that the patient was having a hard time swallowing. It was also reported that a code appeared on the programmer that showed the ins battery was low. The battery died and the doctor was contacted about the issue but deemed the patient an unfit candidate for an implantable neurostimulator (ins) replacement. Caller states that the right ins is still working fine and the left one only lasted 2 years while it should have lasted 4-5 years. The nurse thinks the swallowing problem is part of disease progression but the patient thinks it is related to the battery depletion. The caller states the patient has an appointment (B)(6) 2016 but they are not sure if the patient will make it that long since they are on hospice care.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.